Manufacturer narrative:
A visual examination of the returned resolution clip device noted that only the hypo tube was returned. It was noted that crimp marks were present indicating that the hypo tube was crimped when the device was manufactured. There is not enough information available to determine what caused the reported failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, when the technician was deploying the clip, it was noted that a thin piece of metal (hypotube) came off from the catheter and was retrieved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Reported issue of hypotube detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, when the technician was deploying the clip, it was noted that a thin piece of metal (hypotube) came off from the catheter and was retrieved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.